Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Last two cannula adhesives do not stick enough, last less than 24 hours. Caller states that the cannula is defective. No adverse event alleged.a request was made for the return of the device.